Event description:
It was reported that the patient had an infected system with fever, bacteremia, and abscess. The implantable cardioverter defibrillator (ICD) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Continuation: 5076-52 implantable pacing lead 2007-(B)(6), d314trg implantable cardioverter defibrillator 2013-(B)(6), 5071 implantable pacing lead 2007-(B)(6), 0181 competitor implantable tachy lead 2007-(B)(6), 305u27 porcine heart valve 2007-(B)(6), (B)(4).